Event description:
It was reported to philips that the device's leads failed during patient use. It was reported that the observed failure occurred while the device was in clinical use. However, no adverse patient impact was reported by the customer.